Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 ( clinical signs code, results code, conclusion code). The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: the CT scan shows the status after a tar and hind- and midfoot arthrodesis. The tibial component has a radiolucent line between the bone and the implant, representing loosening. The pe-liner looks intact, however a retrieval of the liner is necessary to make a proper assessment. The talar component looks well-fixed. The periprosthetic talar bone stock shows osteopenia. Without further clinical information a root cause determination is not possible. Nevertheless, loosening of the tibial component and cystic bone changes are most likely the indication for revision. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.